Manufacturer narrative:
Product analysis #: 703652291: analysis information 2020-03-12, 11:34:03 cst, pli#: 20; product ID#: ps210-030s. Analysis summary: complaint confirmed: upon receiving the device, the heat shrink component was torn and coming off the blade. The device was visually confirmed for this analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a handpiece. It was reported that the tip coating was coming off the tip of the handpiece. The site opened a new hand piece to continue with the case. There was no patient involvement and the rep was transferred to service and repair.